Manufacturer narrative:
Investigation summary: a retention sample of the complaint batch was evaluated along with a control batch. Testing was completed per qc standard test method.  Excessive artifact resembling bacteria was observed in the retention sample of the complaint batch. A review of the most recent complaint data indicates a trend in confirmed complaints for artifact. Complaint is confirmed. A recall is being initiated for this batch. The batch history record was reviewed and no discrepancies were found. Root cause is under investigation and will be documented in our quality system.  Bd will continue to trend on complaints for artifacts. If you have further questions, please contact technical services. Investigation conclusion: complaint is confirmed for excessive artifact resembling bacteria. Update to risk management files is in process. Rationale: CAPA required. (B)(4).

Event description:
The customer reported that while using bd bbl¿ gram crystal violet they noticed artifact resembling gram positive cocci. False positive gram stains were reported out on blood culture bottles for 2 patients, with no growth seen on plates. The customer reported no patient treatment was impacted as a result of the erroneous reports.